Event description:
This procedure was performed in (B)(6). Procedure: retrograde femoral and the target vessel was the arteria iliaca communis. The lesion was pre-dilated with a 7mm pta balloon. Then the visi-pro was used. The visi-pro stent was introduced through a sheath. The surgeon noticed that the lesion could not be passed and pulled the visi-pro back; at this point the stent became stuck. The physician attempted to save the visi-pro stent with a gooseneck but was not successful. The visi-pro stent is still inside the arteria iliaca externa. The procedure was extended by more than 30 minutes.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the visi-pro balloon-expanding peripheral stent system was received for evaluation two disks of cines from the procedure were received. The returned visi-pro device was in a post-inflation profile: no stent and balloon chamber not tightly wrapped or winged. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and the balloon was inflated after first drawing a vacuum. A 20cc water filled syringe with manometer was attached and the balloon was pressurized to the rated burst pressure of 12 atm: no abnormalities or deformities were noted. The cines were examined and contain 16 images showing the placement of 3 balloon expanded stents in a vascual system.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.